Manufacturer narrative:
The event date is an estimate because the exact event date was not reported. The lot / UDI numbers were not reported. The device was not returned for evaluation; therefore the event cause could not be determined.

Event description:
The following report was recevied by medtronic: a physcian reported that the apollo tip detached more proximally. The case went well clinically. No additional information has been provided.